Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced during the procedure. There were no patient consequences.